Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced insulin flow blocked alarm while changing the infusion set an occlusion symbol event on (B)(6) 2025, since starting pump use but later, blood glucose rose to 320 mg/dl. On december 20, despite the pump showing no errors, the patient remained hyperglycemic and was treated by giving manual boluses but failed. On december 21, blood glucose was 240 mg/dl, even after injecting an insulin pen. Later that day, the patient was tested positive for ketones, and after a higher insulin dose, glucose dropped to 90 mg/dl. No further information available.